Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the autorefractor reporting patient to have 2.25d (diopter) of residual cylinder- waiting on manifest refraction, 12 degrees off from target toric axis. The issue was noted during the post operative examination. It is unknown if there were any medical or surgical interventions. No delay in procedure reported. The lens remains implanted. The patient outcome status is unknown and it is unknown if the symptoms significantly interfered with patient's daily activity. No further information was provided.